Event description:
During a btk (below the knee) procedure, the tip of the balloon separated from the rest of the balloon during withdrawal/retrieval of the balloon out of the pt. The product had been advanced in and out of the pt for two times after this happened. The vessels were not very heavily calcified but they felt quite some resistance when retrieving the balloon. Luckily they could retrieve everything out of the pt in one time. So nothing was being left in the pt. Additional information provided by the rep (B)(6) 2013: it happened after two times advancing it in and out the pt. So when it separated they did not use the balloon any longer. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Product was returned in a used and damaged condition. Balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure is documented in the instructions for use and label. The device is inspected to ensure bonds and balloons are undamaged. Each device is leak tested. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. The returned device was examined. It appears the wire lumen separated at the proximal balloon bond, cause or reason unknown. Subsequently as the wire was retracted, the wire lumen material accordion increasing friction on the wire until excessive force caused device separated. The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, risk reduction is not warranted at this time.